Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connectors. Analysis also noted that the lower case was damaged next to the battery drawer, the display wires were pinched with red wire exposed, a capacitor was damaged, and the main seal was contaminated. All found defective parts were replaced and all other identified issue were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged atrial and ventricular connectors. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.